Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The customer repaired the device himself, hence there was no on-site visit by our field service engineer. According to provided information, the air gas module was disassembled and repaired. After the repair, the ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the air gas module was the cause of the failure.